Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported that a patient underwent free flap micro-vascular surgery and had to be returned to surgery to be re-opened as it was discovered the wire had become detached from the doppler when attached to the patient after closure. The neck was then re-explored to find the device in two pieces, reportedly the probe had become detached from the cuff without any tension at all being placed on the probe wire. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, additional time was spent reopening wound in the operating room. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, functional test, device history record, documentation, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned the device for evaluation. The device was examined using a microscope. Examination revealed that the epoxy separated from the crystal; epoxy is present on one side of the crystal and not the opposite side. A green residue material was observed on the crystal and a yellow / cloudy appearance where the epoxy is attached. There are no signs that this cuff was detached prior to shipment or that this device was not manufactured to current specifications. The device was functionally tested using a doppler monitor; an audible pulse signal was verified on the probe. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be determined; however, measures have been initiated to address this failure mode. This report accounts for one of three events reported by the user facility; reference MDR numbers 1820334-2016-01327, 2522007-2016-00008 and 2522007-2016-00009 for all associated reports.